Event description:
The service repair technician (srt) reported that during routine preventative maintenance (pm) of the device at the service center, the roller pump occlusion knob was very different to rotate. There was no pt involvement.

Manufacturer narrative:
Per the service repair technician (srt), no part will be returned at this time. It is unk if the unit will be repaired. Preventative maintenance (pm) was not completed on this roller pump.